Manufacturer narrative:
The involved devices were tested and all the equipment performed to specifications. The retrospective patient data was sent to spacelabs for evaluation. Spacelabs will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 at 8:58 pm, a run of ventricular tachycardia (vtach) did not alarm at bedside or central, but was captured in clinical access (the retrospective database application). No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment performed to specifications. The testing was witnessed by a facility staff member. The patient retrospective database was provided by the customer for review by a spacelabs software lead engineer. The reported event (a run of ventricular tachycardia) which the customer observed on (B)(6) 2016 at 8:58 pm did meet the criteria for a vrun alarm and the database shows that the monitor generated a run alarm as appropriate with a duration of 18 seconds. Based upon the investigation, we have concluded that the device did not malfunction. This investigation is considered complete and the issue closed.